Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed insulin flow blocked. Customer's blood glucose was 575 mg/dl at the time of incident. Customer stated that the insulin pump alarmed insulin flow blocked and during troubleshooting customer stated that the infusion set cannula was bent. Customer's blood glucose reading was at 463 at the time of call. Customer also reported to have experienced a high blood glucose of 575 mg/dl and treated with insulin pump. Customer declined high blood glucose and bent cannula troubleshooting. The insulin pump is not expected to return for analysis. Infusion set will be replaced and expected to return.